Event description:
It was reported that this pacemaker exhibited noise signals oversensed on the right ventricular (rv) channel. Which was suspected to be caused by myopotentials or another form of electromagnetic interference (emi) and it was observed that the right atrial (ra) lead is turned off. The oversensing of noisy signals led to pacing inhibition and asystole. All other measurements are stable. At this time, the product remains in service and no additional adverse patient effects were reported.